Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
Icp monitoring: while at CT scan the codman transducer spontaneously stopped working. The rn returned to the ICU and despite multiple efforts of experienced rns, the machine was reading was 'no transducer' detected. Prior to CT scan the icp reading was incredibly high at 45. (B)(4).

Manufacturer narrative:
(B)(4). Additional information -- device available for evaluation?, date received by MFR, type of reports, if follow up, what type?, device evaluated by MFR?, device manufacture date, evaluation codes. The device was returned and evaluated by the supplier. A review of quality records found that the device met all manufacturing and quality specifications prior to distribution. Evaluation of the returned device found that the catheter material was severely pinched 20 cm from the sensor case. The internal wire was broken inside the catheter. No testing was possible based on the condition of the valve. Based on their evaluation, the supplier was able to confirm the reported complaint and determined the cause to be mishandling of the catheter. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.